Event description:
A pasv tunneled central venous catheter was placed on an unk date. It was reported the pt became agitated during the night and pulled on the line. A section of the line broke off at the y connection and the other half of the line remained in the pt. The remainder of the line was removed the next day. The cath was not replaced.